Manufacturer narrative:
The serial number of the customer's cobas 6000 c 501 (ul) v is (B)(6). The field service engineer (fse) inspected the module and found that the water tank was cracked and the water tank and internal supply were contaminated. He then performed decontamination and adjusted the rinse levels to the correct specification. He verified the module's performance by a 21-cup precision test using qc level 2 material with successful results. The customer performed qc with successful results. The investigation is ongoing.

Event description:
The initial reporter received questionable calcium (ca, gen.2) results from seven patient samples tested on the cobas 6000 c 501 (ul) v. The initial results were not reported outside of the laboratory. The results failed delta checks prompting the rerun of the patient samples on their other c 501. The reporter was able to provide the following examples of discrepant results: sample 1 the initial result from the module was 5.0 mg/dl. The repeat result from the other module was 8.1 mg/dl. Sample 2 the initial result from the module was 6.5 mg/dl. The repeat result from the other module was 8.4 mg/dl. Sample 3 the initial result from the module was 6.5 mg/dl. The repeat result from the other module was 9.1 mg/dl. Sample 4 the initial result from the module was 7.2 mg/dl. The repeat result from the other module was 8.9 mg/dl. Sample 5 the initial result from the module was 7.5 mg/dl. The repeat result from the other module was 9.1 mg/dl. The repeat results were deemed correct.

Manufacturer narrative:
Medwatch fields d. Device identification, g1 and g4 PMA / 510k (premarket numbers) were updated. The investigation confirmed that the customer¿s water system underwent maintenance activities before the event. The module's water requirements are within the customer¿s responsibility and are covered in product labeling. The investigation determined the service actions resolved the issue.